Event description:
It was reported that patient underwent a total hip arthroplasty in 2007. Subsequently, a revision procedure was performed on an unknown date where bone loss around the acetabulum and superior femur were noted. The acetabular and femoral components were found to be well fixed; however, they were removed and replaced with competitor product. Additional information was received in a legal document filed by the patient's surviving spouse as the patient expired on (B)(6) 2014 from post-operative complications and injury, including anoxic brain injury due to fat embolization. Legal counsel for patient's spouse reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and further reported patient was revised on (B)(6) 2014 due to allegations of elevated metal ion levels and bone and tissue damage. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions". Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate and metal ions are unknown." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02349).